Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave an error indicating the image disk was full and x-rays cannot be enabled. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary planned treatment/non-emergency treatment when the issue occurred. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk full and x-ray could not enable. Upon functional testing, the fse checked inside m-cabinet and found the ip pc was not switching on during system start up due to the cmos battery was not there. To resolve the issue, the fse replaced cmos battery after that ippc board software were downloaded and image database was recreated. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.